Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 147 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also confirmed manual injections are available.